Event description:
It was reported that the patient had a replacement surgery on (B)(6) 2012, for premature battery depletion. The patient's pump began beeping on (B)(6). The patient was brought into the emergency room where device interrogation showed that the pump was at minimum rate. It was stated that the device was in "safe state." No withdrawal symptoms were reported, but the pump alarm didn't cease, which caused anxiety for the patient. There was no injury or adverse event reported for the replacement surgery. It was noted that no past MRI or diagnostic testing was reported. The estimated replacement indication was 17 months at the time of report. Another reporter, on the same day, stated that the patient's pump was in "safe state" after a reset occurred. The pump event logs showed "low battery alarms." The pump was then "programmed out of safe state" and reset again. It was reported that the patient was "clinically doing just fine" with no issues. She had been given oral baclofen if it was needed. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8711, lot # j11046r69, implanted: (B)(6) 2002, product type catheter. (B)(4). Final analysis of the pump found a feedthru anomaly in the motor.